Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was possibly exposed to moisture. The blood glucose reading was 127 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent esc and act button response due to corroded keypad traces. No button error alarm noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.